Event description:
It was reported that the catheter fell out several hours after the placement.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Inspector received one silicone catheter with sample port connector and a cut inlet tube. No packaging included. The catheter was confirmed to be 14 fr. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the balloon was 0.6685 inches which was found within specification (0.60-0.90 inches). The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "2. Applicable patients. Patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out several hours after the placement.